Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. The actual needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A fracture was observed at the suture attachment of the needle. The fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sigmoidectomy procedure on (B)(6) 2017 and suture was used. During the procedure, the suture was easily detached from the needle after passing the needle through the tissue. There were no adverse consequences to the patient. No additional information is available.